Event description:
The pantera leo coronary balloon catheter was chosen for treatment of a severely calcified lesion (96 percent stenosis degree) in the proximal lad. After releasing a stent, it was detected that the stent did not expand evenly, so the pantera leo balloon was used for post-dilatation. When the balloon was inflated up to 8 atm, the balloon burst. Another balloon was used to complete the procedure.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed a longitudinal tear with a length of about 8 mm in the distal balloon portion. A second damage of the balloon (i.e. A small hole with longitudinal orientation) was observed above the proximal x-ray marker. In close vicinity of the damages scratches were observed which have likely been caused by a hard, sharp-edged object such as e.g. Anatomical structure. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. The instrument was delivered in a leak-proof condition. Based on the conducted investigations, no material or manufacturing related root cause was determined. The root cause for the complaint event is most likely related to the patients anatomy (i.e. Severe calcification).